Event description:
While suturing through pt's (patient's) nasal cartilage, surgeon realized that the needle had come off of the suture. Imaging and endoscopy were required to locate and remove the needle from right turbinate. Ethicon 4-0 plain gut on sc-1.